Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate anti-tachycardia pacing therapy due to noise on the right ventricular lead. Programming changes were made. The patient was asymptomatic and will continue to be monitored.

Event description:
New information received notes that no further episodes have been noted since device reprogramming.